Event description:
It was reported that during a lung biopsy the needle protruded 1cm out of the gun when fired, resulting in puncturing the coronary artery. The patient experienced a temporary clinical death and had to undergo surgery. The patient was successfully resuscitated & no further intervention was necessary.